Event description:
A cartridge change error was reported with the customer's pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the customer to inspect and clean the pump, but the issue persisted even after trying a new cartridge. As a result, technical support decided to replace the pump. The customer was advised to use multiple daily injections (mdi) as backup therapy and was given instructions to return the defective pump.